Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a damaged air sensor. There were no reported adverse events.

Event description:
Additional information was recieved that it was unknown if the issue occurred while in patient use.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received with a damaged air detector sensor. The event log was reviewed and there was no evidence of the reported issue. An air detector sensor functional test was performed and the reported "air in line" issue was duplicated. The damaged was caused by impact to the air detector sensor. A dent was found on the sensor and the cause was attributed to the user. The air detector sensor was replaced to resolve the issue.